Event description:
During procedure, the atrial lead impedance was out of range. The lead was left implanted, and the device was exchanged to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
The device was returned from the field and was evaluated. The impedance anomaly observed in the field was not reproducible. Interrogation of the device revealed the device was above eri when received. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance were tested. No anomaly was detected.

Event description:
Related manufacturer report number: 2017865-2017-32148. During procedure, the atrial lead impedance was out of range. Lead damage was noted during replacement. The lead and device were explanted and replaced to resolve the issue and the patient was in stable condition.